Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. Complaint confirmed. The evaluation revealed that both the screw's proximal and distal tip were damaged and broken. Complainant's event typically caused by not inserting the implant co-axial to the bone tunnel, prying/leveraging the driver while the implant is still loaded and/or improper bone preparation prior to insertion. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
The swivelock anchor body broke apart as it was being inserted. The metal self-punching tip was left in the bone. All other fragments were retrieved. On the second attempt, another hole was drilled, a pushlock sp was used and the driver shaft bent as it was being inserted; the metal self punching tip broke and was left in the bone. On third attempt, the physician converted to an open incision and used another pushlock to complete the case. (B)(6).